Event description:
It was reported through a research article identifying non-optim tendtil leads (1688t and 1688tc) and tendril MRI leads exhibited impedance failure and insulation defect. An insulation defect was noted exhibiting sensing noise artifact or major pectoral muscle stimulation related to the body motion. The patients were not in serious condition due to the malfunction. The leads were explanted and the patient recovered post-procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported through a research article identifying 4 non-optim tendril lead (1688t and 1688tc) related to a unspecified lead failure described as impedance failure, insulation defect, or exit block. The leads were explanted and the patient recovered post procedure.